Manufacturer narrative:
Device evaluation: visual and microscopic examination confirmed there is damage to the crest and flank of the threads that start at the beginning of the thread and travels up towards the hex. This is consistent with the screw being misaligned and cross threaded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with lumbar tumour and underwent unspecified surgery.during surgery, the screw slipped. The product came in contact with the patient. Patient complications were reported to be unknown.